Event description:
Th4e surgeon attempted to implant an aq2010v lens, however, the haptic tore off during delivery into the capsular bag. The surgeon enlarged the incision to remove the lens. Another lens was inserted and the wound was sutured closed. The pt's prognosis is satisfactory and post-operative uncorrected visual acuity after the surgery was 20/200.